Manufacturer narrative:
Customer following facility: (B)(6).

Event description:
It was reported that premature battery depletion was observed on the implantable cardiac monitor (icm). The icm's battery was noted to be low, and end of service was anticipated soon. The icm was being monitored. The patient was stable.